Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy and the device exhibited undersensing. Technical services (ts) reviewed and stated that the therapy was delivered as ventricular was greater than atrial caused by two under-sensed atrial beats. Ts recommended programming options. This device remains in service. No additional patient adverse effects were reported.